Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog® or novolog® . Only humalog® and novolog® have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly the customer is using lyumjev insulin. Tandem technical support informed the customer that lyumjev is off label per the tandem user guide. Multiple attempts were made by tandem technical support to trouble shoot the issue, however, no response was received. Customer¿s blood glucose was 225 mg/dl.